Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19mar2020.

Event description:
The customer reported a digital converter to analog converter test diagnostic code. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The ventilator's diagnostic report also shows the occurrence of diagnostic codes related to air liftoff failure, air valve stuck open and gas supply loss. The service technician re-seated the cable that connects the main printed circuit board (pcb) to the sensor pcb and the problem was resolved.